Event description:
Additional information was received that this device continued to exhibit a high shock impedance measurement. Attempts to obtain additional information from the field representative were unsuccessful. No adverse patient effects were reported. The device remains in service.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) caused a red alert to be declared due to high shock lead impedances. The patient's physician is aware of the situation and the pacing system remains implanted at this time (the right ventricular (rv) lead model and serial number are unknown at this time) the patient will be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device remains in service and will not be returned for analysis. Therefore, the root cause of the clinical observation could not be determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.